Event description:
Procedure type: lap chole. According to the reporter: after inserting, a part of white seal broke and fell into the cavity, however it was retrieved. The procedure was completed with another. No tissue damage. No bleeding. Nothing fell into the cavity. Extended or time: unk. Pt status: ok. No further pt info available.